Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced inadequate insulin delivery, including an announced meal dose that delivered only 26% and a separate instance where no drops were initially observed during fill tubing until approximately 60 units were advanced, after which delivery appeared normal; the user recorded hyperglycemia up to 238 mg/dl for about one hour without occlusion alerts and subsequently switched to multiple daily injections until a replacement was arranged. Symptoms included hyperglycemia without ketone testing, medical intervention, or acute complications. Outcomes included temporary interruption of pump therapy and use of back-up therapy. Investigation included engineering data review and customer troubleshooting, including infusion set replacement and assessment of pump alert history and delivery function., and receipt and inspection of the returned device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.